Manufacturer narrative:
Concomitant medical products: product ID 3093-28 lot/serial#: (B)(4), implanted: (B)(6) 2008, product type: lead, ubd: 15-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for it was reported that an implantable neurostimulator (ins) replacement was done on the day of the report, which was due to normal battery depletion. The lead tested all normal impedances. It was reported that the impedances were >4000 ohms. The old ins was dead approximately 2 plus years ago but the patient had good stimulation at that time and it could not be tested in pre-op because it was dead. The lead was disconnected from the ins, tested the lead with j hook, and got bellows/toe movement. A new ins was hooked up to lead, tested impedances which showed >4000 ohms. Thereafter, the lead was removed lead, wiped off, re-inserted lead, tested impedances twice, and the impedances still showed >4000 ohms. The following were steps were reviewed: re-run electrode impedance at higher amplitude (if medically appropriate), check individual reference electrodes. Reviewed to set up basic program with standard settings with cycling 3 sec on/off to check for bellows/toes. They did not see bellows/toe movement up to 6.5v on various contact pairs. Tested impedance again at 2.0v, 360pulse width, and got the same results >4000 ohms. It was confirmed that the lead was seated well and does not pull out of the header block with gentle tug. Since lead was good by itself, a 2nd ins was tried and this resulted in same results of >4000 ohms. Reviewed the same process above, tested at various electrode pair combinations no bellows/toe movement at 6.5v, tried impedance test at various values. Determined that next step could be to test the lead and/or replace the lead. It was noted that the healthcare professional (hcp) decided to replace the lead. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that when the lead was pulled midline to remove, the insulation was found to be incomplete and lead appeared fractured. The lead broke while attempting to remove. Replace lead to opposite side with great responses and impedance were clear. The first ins will be sent back. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator; product ID: 3093-28, lot# v066806, implanted: (B)(6) 2008, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Fdd (B)(4) applies to lead pli. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the high impedance was suspected to be due to the fractured lead, but no other information. No further complications were reported.